Event description:
Post cardiac catheterization procedure, the holding room nurse was unable to remove the sheath from the pt's left common femoral artery. After tugging on the sheath several times, the physician was called. Dr placed a 5f cordis dilator into the 5f daig sheath and removed the device. It was then noted that the sheath had torn apart. The pt was transferred to surgery where a 3 1/2" piece of tubing was removed from the artery.